Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. No product information has been provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the use of the product, tape layers were found peeled off of the trach tube. Trach tube had to be changed out. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: two used products were returned for investigation. It was confirmed that both blue and white fabrics were peeled off. The customer stated problem was duplicated. The cause of the reported problem was traced to the parts supplied by the third party vendor. A DHR (device history review) was not performed due to the device being manufactured by a third party company - no manufacturing data is available.

Manufacturer narrative:
Other text: h6: health effects: updated. H6: event problem and evaluation codes: update not required, corrected data: h1: type of reportable event.